Event description:
It was reported that impedance readings greater than 4,000 ohms were encountered on all of the bipolar pairs of the pt's leads. Lead electrodes 4-7 were out of range. Therapy was programmed using lead electrode 0-3. It was later reported that the pt was receiving stimulation, but not enough where it was needed. It was determined that the pt's leads had moved. A possible revision was contemplated, but not scheduled as of the date of this report. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).